Event description:
An olympus representative was informed that the user facility staff had used the incorrect detergent (endo fresh) while reprocessing the gastrointestinal videoscope instead of endo quick. No patient infections or injuries reported, or impact associated to the reported event were noted. This report is related to these patient identifiers: (B)(6).

Manufacturer narrative:
The investigation confirmed the customer¿s allegation. Based on the results of the investigation, it is found that the facility staff used endo fresh detergent instead of endo quick in oer-4 due to a lack of understanding. The facility has already taken action to prevent a recurrence of this problem, as the facility was instructed to use the proper detergent, endo quick. However, a definitive root cause cannot be identified. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. There was confirmation of the difference between the reprocessing method described in the instruction manual and the customer's implementation method found. Olympus will continue to monitor the field performance of this device.